Manufacturer narrative:
Correction: in h10 in the initial report, it was incorrectly reported that a manufacturing record evaluation is in progress. There is no manufacturing record evaluation in progress because no lot number was reported. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4). H10: replace statement "a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted." With statement "since no lot number was provided, no manufacturing record evaluation review could be performed."

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast prosthesis rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses that bilaterally ruptured post implantation. Additionally, the patient developed capsular contracture (baker grade unknown) in both of her breasts. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor breast prostheses in 1996. The suspect medical devices were discarded after explantation surgery. This medwatch report is for the patient¿s right breast prosthesis.